Manufacturer narrative:
Event initially reported through post-market feedback form in (B)(6) 2016. Upon initial follow-up with physician in 2016 it was conveyed to prytime personnel that the injury to patient's iliac artery was pre-existing and not caused or contributed to by the use of the ER-reboa¿ catheter. It was discovered in march of 2018 that the operating physician was using this case as a training example and that the injury to the patient's iliac artery was, in fact, caused by use of the ER-reboa¿ catheter. Prytime's chief medical officer, dr. (B)(6), followed up with the operating physician, dr. (B)(6), via phone call to confirm the details of the case in question. Dr. (B)(6) communicated that initial placement of the balloon was unintentionally low and the balloon was over-inflated due to low placement and the physician relying solely on tactile feedback for indication of occlusion. The over-inflation is believed to have caused the rupture of the patient's iliac artery which was later discovered in ir. Dr. (B)(6) conveyed that this was not a device malfunction but was a result of user error, partially due to this case being his first reboa case performed outside of the operating room (or).

Event description:
Large male presented in ER very, very unstable and about to code. ER-reboa¿ catheter placed in left femoral artery with the goal of placing the balloon in zone 3. Due to patient condition, physicians felt they did not have time to place a plate under the table to take an x-ray and relied on external measurement for placement. Catheter was inflated "blind", relying on tactile feedback for confirmation of occlusion. No increase was observed in sbp radially or via catheter arterial line indicating placement was below effective target occlusion. The balloon was deflated and advanced to the intended target position in zone 3 where occlusion was achieved, stabilizing the patient. Patient was transferred to ir. Ir physician noticed the patient's left iliac had ruptured in addition to the initial injuries and was able to successfully repair the ruptured vessel with a stent. Patient deceased several days later of hepatic failure from underlying cirrhosis, unrelated to the reboa procedure.